Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
During the evaluation of a minicap transfer set, a crack was found in the minicap. The minicap was attached to the transfer set. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection performed with naked eye identified a crack on the rim of the cap. Functional testing of the device included leak testing which found a leak through the crack. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.